Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when attempting to upgrade nim vital system to 1.7.5, the system was powering down after unmounting the usb and getting the nim vital "circle" graphic. There was no patient involvement.

Event description:
Additional information received stating nim patient interface was involved in the event.

Manufacturer narrative:
H3: product analysis confirmed reported issue, ssd pcba was faulty. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: for product ID: nim4cpb1 patient interface nim4cpb1 nim 4.0, serial/lot #: (B)(6), UDI#: (B)(4). H6: annex codes c19, d14 and d20 are applicable to this product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.